Event description:
Boston scientific received information that this device system detected a shock impedance measurement greater than 125 ohms on the non-bsc right ventricular (rv) lead. The patient was brought into the clinic for further evaluation. Several shock lead impedance tests were performed and current lead measurements were within acceptable limits. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed to replace the non-bsc rv lead due to shocking impedance measurements greater than 200 ohms. Upon opening the device pocket, silicone began oozing profusely. The physician stopped the procedure and consulted a plastic surgeon to remove the ruptured breast implant and clean up the silicone from pocket. Post-operatively, the shock impedance measurement was 50 ohms. Technical services was consulted and discussed that silicone in the pocket surrounding the device could cause the impedance measurement to be greater than 200 ohms, as the silicone could act like an insulator around the device. The electrophysiologist was waiting to replace the lead until the pocket healed from the revision and removal of the ruptured breast implant.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.